Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the device. The volume variations were corrected by calibrating the pressure transducers and flow control valve. The fsr also performed the operational verification procedure (ovp), user verification test (uvt) and performed the preventative maintenance (pm's). The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the volumes on the avea ventilator were reading half on every other breath. The customer advised there was no patient involvement associated with this event.